Event description:
It was reported the patient broke the original lead sets that were implanted because he flexed too much. It was noted they were replaced in 2007.

Manufacturer narrative:
Concomitant medical products: product ID: 749510, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0123230v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0114302v, implanted: (B)(6) 2001, product type: lead. Product ID: 749510, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(4) 2001, product type: implantable neurostimulator. (B)(4).